Manufacturer narrative:
This event occurred in (B)(6). In regards to the differences of the ft3 values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. From the information provided, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 801 module. The analyzer's serial number was requested but not provided. (B)(4). The results were reported outside of the laboratory.